Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "samples collected with a vacuum scalp of the 1.8ml citrate tube. It does not completely fill the indicated volume."

Manufacturer narrative:
H.6. Investigation summary: no customer samples and 3 photos were received in support of this complaint. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. The product expiration date is 30sept2022. As no customer samples were received, the investigation was limited. Additionally, 10 production lot in-house retention samples were visually inspected and functionally tested and no issues relating to underfill were observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the issue could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "samples collected with a vacuum scalp of the 1.8ml citrate tube. It does not completely fill the indicated volume.".

Manufacturer narrative:
H.6. Investigation summary: no customer samples and 3 photos were received for catalog 363080, lot number 2080607. The photos were visually evaluated showing the amount of specimen drawn into the tubes is below the fill line on the tube. The product expiration date is 30sept2022. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. Additionally, 10 production lot in-house retention samples were visually inspected and functionally tested and no issues relating to underfill were observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. As no customer samples were received at the manufacturing site, the investigation was limited. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "samples collected with a vacuum scalp of the 1.8ml citrate tube. It does not completely fill the indicated volume."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.